Event description:
It was reported that insulin gauge displayed fill estimate different than expected, showing zero units instead of caller¿s expected 240 units earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge to resolve issue, declined email resources, and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.